Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that a straight thoracic pedicle probe abruptly snapped while it was being removed from the left side of the s1 pedicle. A fragment of the broken probe was retained inside the patient, and there was concern regarding the integrity of the probe. The surgeon decided to leave the retained fragment in the patient, considering it the safer option. This issue caused less than 1 hour surgical delay. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A040103 was coded for probe abruptly snapped while it was being removed from the left side. A23 was coded for fragment of the broken probe was retained inside the patient. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section d9 for when the device was available for analysis. H2-h6: the probe was returned to the manufacturer for analysis. Through visual and physical examinations, it was revealed that the tip of the returned probe had been severely twisted and broken off at the tip. There were also impact marks at the back end. A physical damage failure mode was identified. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.